Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently observed to be depleting rapidly, which led to a pump shutdown. The customer's blood glucose was in the 100 mg/dl range. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.